Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler was able to fire, however, staple line was incomplete. It stopped firing at the distal part of the tissue. The staple line fixed perfect b shape. The jaw did not lock on tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 4cm cut line. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. The information booklet which accompanies each product shipment offers the following as a warning and precaution: 4. When using the device reload with handle and device adapter in challenging applications, the firing sequence may stop prematurely. The propensity to stop prematurely may increase if the reload is in the articulated position. If the firing does stop prematurely, release the blue close/fire button, assess the tissue for obstructions and wait approximately 15-30 seconds to allow tissue to compress. After waiting 15-30 seconds, press the close/fire button to continue the firing stroke. The knife blade will stop automatically at the distal end of the reload when the firing stroke is complete. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.